Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the initial right reverse total shoulder arthroplasty performed on approximately 2 months ago. Subsequently, about 3 weeks later the patient was revised due to disassociation of the glenosphere from the anchor point. During the revision the glenosphere was found to be dislodged all other components were well fixed. No intraoperative complications reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed from medical records/radiographs that stated that the implant fit is maintained. There is mild malalignment secondary to the glenosphere disassociation. Bone quality is osteopenic. Xray of the right shoulder indicate disassociation of the glenoshere from the anchor point. Humeral stem and cup appear in good alignment positioning. Glenoid screws and baseplate appear to be unchanged. Also, visual examination of the returned product/provided pictures identified the item and lot numbers match the complaint. Product was not returned in its original packaging. Taper showed wear and damage from explanation and the base plate was not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 405800, comp. Rev shldr 9 in steinmann, lot # 65906375. Catalog #: 180554, comp lk scr 3.5hex 4.75x35 st, lot # 65930551. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 66257933. Catalog #: 115394, comp rvs cntrl 6.5x20mm st/rst, lot # 298000. Catalog #: 180554, comp lk scr 3.5hex 4.75x35 st, lot # 65995047. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7593102. Catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 65980442. Catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 66138786 . Catalog #: 113634, comp primary stem 14mm mini, lot # 65915876. Catalog #: 110031418, hmrl bearing 36mm std prlng, lot # 65942593. Catalog #: 110031399, hmrl tray std std, lot # 66112333. Catalog #: 110031399, mini tray std cocr +0 offset, lot # 6611233. Catalog # 110031418, cr prolong 36mm brng std, lot # 65942503. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient had initial surgery on approximately a month ago. Subsequently, the patient had the glenosphere disassociate from the baseplate and had a revision 2 weeks later. The revision was performed with no complications. There was no patient contributing factors to this issue. Attempts have been made and there is no further information at this time.